Event description:
Per patient @ 6:21 and another time, they felt like that they needed to go but could not void. Urgency was strong while sitting but when standing up urgency was 1 - 0. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.